Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the hub detached from the syr 0.3ml 30ga 8mm 7bag 420cas jp before use when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hub was detached when removing the shield."

Event description:
It was reported that the hub detached from the syr 0.3ml 30ga 8mm 7bag 420cas jp before use when removing the shield. The following information was provided by the initial reporter, translated from japanese to english: "the hub was detached when removing the shield."

Manufacturer narrative:
Investigation summary customer returned photos of a 3/10cc syringe. Customer states that the hub was detached when removing the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description a visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. (1) syringed with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale capa1122103 has been opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.